Event description:
Healthcare professional (hcp) reported that a patient in an unspecified site with [unspecified] juvéderm. Patient "went to the gp because of that "weird attack" after the fillers, but they now think it was a severe rejection reaction, that doesn't happen often, but can happen sometimes (because I was asleep when it happened and woke up because my throat was swollen and I couldn't get any air because of that, they say you can't have a panic attack in your sleep)." Additionally, patient also reported to "started having a strange feeling and heart palpitations a few hours later", ignored them, but at the beginning of the night woke up because I couldn't breathe, throat and tongue felt very swollen, so I went to the mirror to see if my neck/tongue was thick, this was not the case and yet I felt extremely stuffy and extremely nauseous!!" The feeling of tightness increased, as did the nausea and tightness, so much that I did not hesitate to call 112, I was in need! Meanwhile, I became lightheaded and tingling all over my body, after which I had extreme chest pain!" Patient spoke to the emergency center on the phone for about 10 minutes, and after 8 minutes everything disappeared. The ambulance had come anyway, made a heart video, this one was good. But this was 100% definitely an extremely allergic reaction to the fillers.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient in an unspecified site with [unspecified] juvéderm. Patient "went to the gp because of that "weird attack" after the fillers, but they now think it was a severe rejection reaction, that doesn't happen often, but can happen sometimes (because I was asleep when it happened and woke up because my throat was swollen and I couldn't get any air because of that, they say you can't have a panic attack in your sleep)." Additionally, patient also reported to "started having a strange feeling and heart palpitations a few hours later", ignored them, but at the beginning of the night woke up because I couldn't breathe, throat and tongue felt very swollen, so I went to the mirror to see if my neck/tongue was thick, this was not the case and yet I felt extremely stuffy and extremely nauseous!!" The feeling of tightness increased, as did the nausea and tightness, so much that I did not hesitate to call 112, I was in need! Meanwhile, I became lightheaded and tingling all over my body, after which I had extreme chest pain!" Patient spoke to the emergency center on the phone for about 10 minutes, and after 8 minutes everything disappeared. The ambulance had come anyway, made a heart video, this one was good. But this was 100% definitely an extremely allergic reaction to the fillers.